Event description:
During a coronary stent procedure, the physician experienced deflation difficulties. The stent was successfully deployed in a svg at 9 atmospheres, however; the physician was unable to deflate the balloon. Several unsuccessful attempts were made to deflate the balloon. The physician then attempted to inflate the balloon and deflate with a syringe twice. The balloon was then inflated to 26 atmospheres and ruptured for removal. During removal the balloon material sheared off and embolized into the svg. The pt experienced occluded flow. A forceps was used to retrieve the balloon material and bring it back as far as the groin. The balloon material was then lost in the peripheral vasculature. Pt status is listed as "okay".